Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0y6e1, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the patient had the lead replaced on the day of this report and the ins was moved to the right side d/t pain on left side after a fall.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation at 8.5 on all programs. It was noted that there were multiple falls that could be related to this issue. The rep reported that the patient was sent for x-rays but the results were unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.